Event description:
It was reported the following event occurred during a matrix spine procedure. The matrix threaded holding sleeve did not connect to the screw correctly and when seated the screw appeared to be crooked. The threads on the sleeve appeared misshaped. After locking the set screws down the surgeon reviewed the screw position and determined that some of the screws needed to be repositioned. While attempting to remove the cranial-most screw on right t11, part number 04.632.650, the locking screw would not loosen, even with using the torque limiting handle according to the technique guide. The locking cap seemed to be cold-fused. After unsuccessfully trying to loosen the cap for 10 minutes the surgeon had to cut the rod and helicopter the screw out of the patient to remove the screws below. The screw was then replaced and the surgeon completed the surgery. During the attempted removal of the locking cap, the tip of the driver became bent. The surgery was delayed by 20 minutes due to the complaint event. It was reported that the fracture was successfully reduced and the patient¿s outcome was good. This report is for the 5.5mm ti rod 75mm. This report is 4 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes mnh, mni, kwo, kwp. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Additional narrative: a product development event evaluation was conducted. The report indicates that the matrix spine system offers locking cap (04.632.000) to fix a 5.5mm rod to the all the available matrix pedicle screws. The chu reviewed drawings (B)(4). These drawings detail the appropriate dimensions, thread form specifications ((B)(4)), materials, and finishing processes for a successful locking cap. The evidence from the returns suggests the surgeon did not use the torque limiting handle. If the user does not use the torque limiting handle, the locking cap and drivers can experience deformation that would prevent disassembly of the construct. Once damaging the driver features in the locking cap, the surgeon must use non-conventional means to remove the construct. The chu reviewed the u.s. Complaint history for part number 04.632.000 from 6/11 to 7/13. The history shows (B)(4) locking caps that could not be loosened from the pedicle screw after final tightening. Based on the sales of locking caps for the same time period and assuming 65% of the caps require loosening, the occurrence rate is (B)(4). (B)(4). A manufacturing evaluation was conducted. The report indicates that only two cut off parts with a length of approx. 15 mm are available. One of them is blocked in a matrix pedicle screw head. Both pieces show marks and wear. The measured diameters meet the specification as per drawing (B)(4). The DHR review shows that the device and material met fully to our specifications at the time of manufacturing.